Manufacturer narrative:
Device evaluated by manufacture: analysis found that the heat complaint could not be confirmed due to detached bearings in the nose. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece attachment was heating up and tools doesn't fit in it. There was no patient involvement.